Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer® buffered sodium citrate blood collection tubes had discolored/abnormal additive form. The following information was provided by the initial reporter: the customer "found that the additive of the tube was discolored to yellow.¿

Event description:
It was reported before use the bd vacutainer® buffered sodium citrate blood collection tubes had discolored/abnormal additive form. The following information was provided by the initial reporter: the customer "found that the additive of the tube was discolored to yellow.¿

Manufacturer narrative:
H6: investigation summary: bd received an actual customer samples and 3 photos were taken and provided for investigation. The photos were reviewed and the customer¿s indicated failure mode for discolored additive with the incident lot was observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.